Manufacturer narrative:
The returned lens was measured for diopter and verified to be correct as labeled, 21.0 diopter. Visual inspection of the optic parts took place and no optical deviations could be found. A review of the historical complaint data base revealed that no additional complaints from this lot number were received. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All information available is included in this report.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. The lens met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol but instead by the patient's inability to adapt to the multifocality of the lens. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
A surgeon reported the multifocal intraocular lens was explanted without complication 5 weeks after initial implant. Reason stated was the patient's halos and glare, a known and labeled possible side effect of all multifocal lens implants..